Event description:
Patient reported having a miscarriage (not device related). Health professional later reported diagnosis of basal cell carcinoma of the left upper forehead. Healthcare professional additionally reported a left side exchange with no complaint against the device. Healthcare professional later reported symmetry which is not a complaint against the device. The device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted on trackwise. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cancer, miscarriage-ndr, symmetry-ndr.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ cancer: unable to observe as it is not related to the manufacturing process. ¿ ectopic pregnancy: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported having a miscarriage (not device related). Health professional later reported diagnosis of basal cell carcinoma of the left upper forehead. Healthcare professional additionally reported a left side exchange with no complaint against the device. Healthcare professional later reported symmetry which is not a complaint against the device. The device has been explanted and replaced.